Event description:
Event details: date of event: 04/18/2025. When administering an ivd treatment to a patient via the piccline ramp, the syringe tip became stuck in the ramp. The nurse was unable to remove it at that time, so she replaced the entire port. This is the first time this has happened. The syringe was checked for compliance before use. The product administered at the time was calcium folinate. We would also like to provide you with the reference number for the ramp used: ramp label: 4-valve ramp with integrated support and male/male extension. Consequences: no consequences for the patient. The medical device in question has been retained.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, we observed that the tip of the device had broken off, verifying the reported incident. A device history review was performed for reported lot: 2502044, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Based on the available information, we are unable to determine a root cause linked to our production process at this time. It is possible that the tip may have broken due to the force applied during use. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.